Event description:
It was reported the in-office battery voltage (2.86v) differed from save-to-disk battery voltage (2.97v). The reason for the difference was explained to the caller. The lower voltage displayed at follow-up was due to increased current drain from telemetry. The device remained in use, with a recommendation to send the disk to medtronic's technical services for battery voltage analysis each time the patient is seen. Subsequent review of the battery voltage was requested from a carelink transmission on 1/13/09, which showed 2.99v, and 4/19/10, which showed 2.96v. Review of device data showed measurements of 3.0v or 2.99v from (B) (6) 2010 - (B) (6) 2010. The device remains in use, with the battery voltage to continue to be reviewed at the patient's next follow-up. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation; however, performance data was collected from the device and analyzed. The difference between the daily battery voltage measurement and the in-office measurement was 110mv. No battery voltage anomalies were found.

Event description:
It was reported the in-office battery voltage (2.86v) differed from save-to-disk battery voltage (2.97v). The reason for the difference was explained to the caller. The lower voltage displayed at follow-up was due to increased current drain from telemetry. The device remains in use, with a recommendation to send the disk to medtronic's technical services for battery voltage analysis each time the patient is seen. Subsequent review of the battery voltage was requested from a carelink transmission on (B)(6) 2009, which showed 2.99v, and (B)(6) 2010, which showed 2.96v. Review of device data showed measurements of 3.0v or 2.99v from (B)(6) 2010 - (B)(6) 2010. The device remains in use, with the battery voltage to continue to be reviewed at the patient's next follow-up.

Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (Event description): it was further reported that at the next follow-up visit, a battery voltage of 2.83v was observed via carelink, and it was believed the device had not received upgraded software, because a battery voltage of 2.97v was observed about 3 months prior. The patient will likely be brought in for a follow-up visit, within the next month, to interrogate the device and have it receive the upgraded software. The device remains in use. No patient complications were reported. Evaluation summary: (B)(4) the actual device was not received for evaluation; however, performance data was collected from the device and analyzed. The difference between the daily battery voltage measurement and the in-office measurement was 110mv. No battery voltage anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. It was further reported that at the next follow-up visit, a battery voltage of 2.83v was observed via carelink, and it was believed the device had not received upgraded software, because a battery voltage of 2.97v was observed about 3 months prior. The patient will likely be brought in for a follow-up visit, within the next month, to interrogate the device and have it receive the upgraded software. The device remains in use. No patient complications were reported. It was later reported the device reached eri (elective replacement indicators) early. The device was explanted and replaced. No patient complications were reported as a result of this event. Evaluation summary: (B)(4) the actual device was not received for evaluation; however, performance data was collected from the device and analyzed. The difference between the daily battery voltage measurement and the in-office measurement was 110mv. No battery voltage anomalies were found. (B)(4) analysis found the device at eri (elective replacement indicator), which was the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.